Manufacturer narrative:
The field service engineer found that the bead mixer paddle was bent. He straightened the bead mixer paddle. The service action (straightening the bead mixer paddle) resolved the issue. No further issues were reported afterward. The root cause was due to a bent bead mixer paddle.

Manufacturer narrative:
The tsh, anti-tshr, anti-tg, and anti-tpo reagents' lot numbers and expiration dates were not provided. The field service engineer cleaned the sample probe and replaced the tube and the pinch tube. He re-tested the sample and confirmed no discrepancy between the previous and the retested results. Fse found that the chip was in contact with the cleaning tank and the mixer paddle was bent. He adjusted the cleaning tank and straightened the mixer paddle. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients tested on elecsys tsh assay, elecsys anti-tshr assay, elecsys anti-tg assay, and elecsys anti-tpo assay on a cobas e411 immunoassay analyzer when compared to a different cobas e411 immunoassay analyzer. Discrepant results for 1 patient serum sample were provided. Tsh: initial result: 1.440 iu/ml. Repeat result: 2.48 iu/ml (tested on another e411). Anti-tshr: initial result: 3.95 iu/l. Repeat result: 1.12 iu/l (tested on another e411). Anti-tg: initial result: 39.55 iu/ml. Repeat result: 25.21 iu/ml (tested on another e411). Anti-tpo: initial result: 73.23 iu/ml. Repeat result: 16.75 iu/ml (tested on another e411).